Event description:
It was reported that the 9800 system had intermittent shut down when moving the interconnect cable. No patient injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Traced to failed interconnect cable. Replaced interconnect cable. The system was tested and found to be working as intended and placed back into service.